Event description:
Reportedly, the stapler was fired on the tissue but when it was opened no staples were present. This resulted in bleeding. There was no further injury reported.

Event description:
The patient was undergoing a hartman procedure for recto-sigmoid cancer. The reported bleeding was stopped via cautery and manually suturing.